Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and checked logs, faults and found autofill errors. As per service manual fse performed autofill calibration. Fse confirmed the autofill now within specifications and checked logs there was no errors found. No parts has been used to resolve the issue. Completed all functional and safety tests per manufacturer specifications.

Event description:
It was reported that during a routine check, the cs300 intra-aortic balloon pump (iabp) unit is not working. There was no patient involvement.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit is not working. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.